Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported before use the bd vacutainer® 9nc plus blood collection tube had no label or missing label information (all packaging levels). This event occurred 3 times. The following information was provided by the initial reporter: no label".

Event description:
It was reported before use the bd vacutainer® 9nc plus blood collection tube had no label or missing label information (all packaging levels). This event occurred 3 times. The following information was provided by the initial reporter: no label".

Manufacturer narrative:
H.6. Investigation summary : bd had not received samples, but photos were provided by the customer facility for investigation. The photos were evaluated and the customer's indicated failure mode for missing shelf label with the incident lot was observed. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product. H3 other text : see h.10.